Event description:
Philips received a complaint on the device on the efficia dfm100 defibrillator indicating there was a device paddle charging button malfunction. There was no patient involvement. This report has been updated from serious injury to product problem. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model# 861290) and will be reported in the united states under device model# 861290.

Manufacturer narrative:
This report is based on information provided by philips authorized service provider (asp) and with an investigation documented by philips complaint handling. The device was evaluated at customer site by philips asp. Based on the information available, customer did not press the handle discharge button during the device self-test. After redo the self-test device is back to working condition and no abnormalities found. Based on the results of the additional analysis, the cause of the reported issue is with user. The reported issue is confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the device efficia dfm100 indicating that paddle charging button malfunctioned. Device was in clinical use but no reported user or patient harm. Although no direct adverse event to the patient or user was reported, we are considering this to be a serious injury due to a serious deterioration in the state of health of the patient because life-saving therapy/treatment may have been interrupted/delayed. The efficia dfm100 defibrillator, model#: 866199, is substantially similar to the heartstart xl+ defibrillator (model#: 861290) and will be reported in the united states under device model#: 861290.